Event description:
Patient collapsed during evening after first prosorba treatment. Transported to hospital where they expired. They had history of thrombotic events and was not taking aspirin. Patient had a plt count of 458 prior to treatment. No autopsy was done and no diagnosis received from the hospital.